Event description:
During the device evaluation, the ultrasonic bronchofibervideoscope exhibited foreign material clogging the balloon water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found foreign objects came out of distal end due to clogging of the balloon water tube. The foreign material could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.